Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found no anomalies or distortion of the helix or inner coil. The cause of the reported event was isolated to the helix clogged with blood/tissue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the helix of the right ventricular (rv) lead get stuck upon extending and retracting. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.